Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an initial leadless pacemaker (lp) implant procedure, the physician elected to implant via the jugular vein with a stiff guidewire. Guided by echo and the introducer was inserted. While attempting to maneuver the delivery catheter with the lp into the right ventricle (rv), contrast on fluoroscopy showed the delivery catheter was not inside the atrium but in the pericardial/pleura space. A vessel puncture was suspected. The introducer was removed and the patient's blood pressure decreased and a pericardial effusion resulting in a tamponade was observed. A thoracotomy was performed and the punctured vein was identified and fixed. The patient was in the ICU and stable following the thoracotomy, however, later passed away.